Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at ten atms on the third inflation. The first inflation was to eight atms and the second inflation was to ten atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the mid left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.